Manufacturer narrative:
The customer was able to provide some patient information. Patient fields in which information were not provided by the customer were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would disarm itself 8 seconds after being charged for defibrillation. In this state defibrillation therapy may be delayed or unavailable if needed. The patient did survive.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was unable to confirm the reported issue. It was observed that the device had been powered on for extended periods of time, corrupting the records. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would disarm itself 8 seconds after being charged for defibrillation. In this state defibrillation therapy may be delayed or unavailable if needed. The patient did survive.